Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller was instructed by customer technical support to continue filling the tubing until a total of 30 units was reached and to disconnect the tubing at the t:lock to fill it. After receiving a minimum fill notice, the customer switched to a technical support representative, loaded a new cartridge, and resumed insulin delivery.